Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was not determined and there were no further actions planned.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v253299, implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was seen for a routine meeting to update some programming on her system. She requested for reprogramming because her stimulation intensity has to been set too high to provide relief and it causes her instability when walking. There are no known factors that may have led to this. The rep ran impedances and contacts 11, 14, and 15 were outside of normal limits. No interventions or actions have been taken at this time. The rep reprogrammed the patient around the high impedance contacts